Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found status led of hdd in the x-ray and suite pc to be green. The fse perform the troubleshooting and found that system does not complete app sw load on suite pc. To resolve the issue, fse reloaded the software. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.